Manufacturer narrative:
Catalog #: 72400024, 72400098. Serial #: (B)(4). Expiration date: 10/25/2006, 10/30/2006. Implanted: (B)(6) 2002. Manufactured: 10/26/2001, 11/01/2001. Should additional information become available regarding this event, it will be re-evaluated and a follow-up report will be sent.

Event description:
It was reported that the artificial urinary sphincter device (aus) had a "malfunction" and a "break in the tubing between the cuff and the pump." The aus device was explanted and replaced. No pt complications have been reported as a result of this event.